Event description:
Ous MDR - a shock impedance increasing to >150 ohm was reported after about 3 months of implantation. Poor sensing has been observed since (B)(6) 2014 (between 3.7 - 5.7 mv). No worsening of the patient's health was reported.

Manufacturer narrative:
During the analysis of the lead, a conductor fracture of the rv shock lead in the upper region of the lead body was found. Signs of abrasion were detected in that area. The damage manifestation indicates significant mechanical stress during the operating time. The position and kind of the conductor fracture are characteristic for a simultaneous occurrence of strong pressure of the lead onto the ICD housing and friction of the lead at the ICD housing. There were no indications of material defects or manufacturing errors.